Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia and belt clip/holster anomaly, audio/vibrate anomaly/absence of alarm, damage (physical or cosmetic). The customer reported blood glucose value of 140 mg/dl. The customer reported hyperglycemia, hypoglycemia which did not require treatment. The event involved product(s) mmt-397a, acc-1601, mmt-332a, mmt-1780kpk. Troubleshooting was not performed for reported allegations. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for acc-1601. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test. Pump failed self test due to pump error 63. Pump error 63 variable (3) recorded on (B)(6) 2024 08:54:35.000. Pump error 63 variable (3) due to hardware error (line # = 367, file # = 37 ). Unit was successfully downloaded using thus software and uploaded to carelink. Unit's audio levels were tested and functioned properly at every level. Unit's vibration was turned on and off and functioned properly. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place during testing. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for audio/vibrate anomaly/absence of alarm not confirmed. Unit's audio and vibration functioned properly. No alarms or anomalies noted during testing or in download history review. Unable to verify for low and high bg's. Customer concern for cosmetic damage at battery compartment confirmed per visual inspection. No broken clip noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.